Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was being treated for a 5.0 cm in diameter fusiform abdominal aortic aneurysm with a neck angulation of 40 degrees. The proximal neck was 24 mm in diameter. Intra-operatively, a type ia endoleak was observed. The physician deployed an endurant cuff to resolve the endoleak, but the length of the cuff was insufficient, so the endoleak slightly remained. The physician finished the procedure and decided to monitor the patient. The physician thinks that this event was not related to the devices or the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Unknown cause of event. Conclusion: unknown cause of event.

Event description:
Received additional information for this case. The reported cause of the type I endoleak was due to separation between the stent graft and the vessel wall. It was reported that the vessel diameter was partially large from below the left renal artery and that the proximal side of the main graft was positioned in this area.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (large vessel diameter). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (large vessel diameter).